Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had unknown mentor gel implants placed on an unknown date experienced bilateral rupture post procedure. As a result, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed. No additional information is available at this time, if additional information is made available in the future, then a supplemental report will be submitted. See 1645337-2019-16522 for contralateral prosthesis report.